Manufacturer narrative:
13-feb-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Mouth bleeds [mouth haemorrhage], lips bleeds [lip haemorrhage] , pierce/cuts mouth [mouth injury], pierce/cuts lips [lip injury] , hurt mouth area [oral pain] , toothbrush attachment head is not fitting well and loosens - oral-b [device connection issue], metal part on toothbrush is a lot shorter than husbands brush - oral-b [device physical property issue] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush attachment head was not fitting well and loosened whilst brushing with her oral-b toothbrush. When comparing, she noticed the metal part on her toothbrush was a lot shorter than her husbands brush. It pierced her mouth and lips, resulting in small bleeds. No serious injury was reported. 28-nov-2024 follow up via e-mail and pictures: the consumer reported that the cuts were small. The suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3500 model d505.513.3x. The suspect product lot was 3cb23550758. No serious injury was reported. 28-nov-2024 follow up via e-mail: the consumer reported that it hurt her mouth area. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Mouth bleeds [mouth haemorrhage]. Lips bleeds [lip haemorrhage]. Pierce/cuts mouth [mouth injury]. Pierce/cuts lips [lip injury]. Hurt mouth area [oral pain]. Toothbrush attachment head is not fitting well and loosens - oral-b [device connection issue]. Metal part on toothbrush is a lot shorter than husbands brush - oral-b [device physical property issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush attachment head was not fitting well and loosened whilst brushing with her oral-b toothbrush. When comparing, she noticed the metal part on her toothbrush was a lot shorter than her husbands brush. It pierced her mouth and lips, resulting in small bleeds. No serious injury was reported. On 28-nov-2024 follow up via e-mail and pictures: the consumer reported that the cuts were small. The suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3500 model d505.513.3x. The suspect product lot was 3cb23550758. No serious injury was reported. On 28-nov-2024 follow up via e-mail: the consumer reported that it hurt her mouth area. No serious injury was reported.